Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, sensitivity testing, and field data. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot 42469fn00 and the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 42469fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data. The median population result for lot 42469fn00, for the reactive population are comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag qualitative ii reagent for lot 42469fn00 was identified.

Manufacturer narrative:
Complete information for patient identifier: sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag qualitative ii results on one patient. The following data was provided: sid (B)(6) processed on (B)(6) 2023 result = 0.33 s/co(nonreactive) processed again on (B)(6) 2023 result = 0.35 s/co. Customer processed by another method and results = 0.088/0.096/0.100 reactive-cutoff is >=0.064 is positive no impact to patient management was reported.